Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on behalf of the patient. It was reported that the implantable neurostimulator (ins) stopped helping the patient. The patient¿s device was removed on (B)(6) 2016. The caller could not recall when the ins stopped helping the patient. They stated that the patient¿s pain pump is helping with the patient¿s pain instead of the stimulator. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.